Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and power cycling without duplicating the report. An internal inspection did find the interconnect cable from the digital to analog boards was damaged but could not attribute cause to this cable. The interconnect cable was replaced as a precaution. The device was recertified and returned to the customer. Review of the device log did not help us in this investigation. No trend is associated with reports of this type.